Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed the ilet cartridge after the pump stopped insulin delivery due to an alert and requested a restart, which the user could not later verify because a full reset occurred; the user attributed this interruption to receiving an incomplete announcement and subsequently experienced high glucose. Symptoms included feeling tired, and the user¿s glucose returned to range after follow-up. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause with no confirmable alert details due to the reset, and no device component was available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.